Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, events of increased pacing impedance and sensing anomaly were noted on the right atrial (ra) lead. The device was reprogrammed to deactivate the lead. The patient was stable.

Event description:
Additional information was received indicating that undersensing was noted due to the low p-wave sensing on the right atrial lead.